Event description:
After viewing the right groin which suggested stenosis in the right common femoral artery, a glide wire and trailblazer catheter was used; however the trailblazer catheter could only be advanced down the mid portion of the iliac artery. The catheter would not advance or withdraw and upon trying to remove this the catheter sheared off leaving the tip of the catheter in the right iliac artery. The right groin was cannulated and a 6 french sheath was placed. Using a snare catheter the catheter tip was removed. There was some irregularity in the stents and for that reason both stents were dilated using a "kissing balloon" technique. Follow-up film showed improvement in the patency of the iliac stents.